Event description:
It was reported that a continu-flo solution set leaked at the connection. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 2022. H10: the device was received for evaluation. Visual inspection was performed which revealed a damaged tube which causes leak. The reported condition was verified. The cause of the damaged tube was due to human production during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.